Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been received by olympus. A review of the device history records showed no anomalies, with the manufacturing process. If additional or significant information is available at a later time this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unknown procedure, the patient was burned and the scope was burnt as well. It was reported that the device power cycled several times repeatedly by itself. The staff double checked all connections including the power cable and no issues were found. The patient is reportedly in stable condition and the burns were minimal. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation found signs of internal activation failure modes. The device has been forwarded to the original equipment manufacturer (OEM) for further investigation. If additional or significant information is available at a later time this report will be supplemented accordingly.